Event description:
A report was received that following the permanent implant, the pt developed numbness from her abdomen down to both feet. The physician noticed the pt had an epidural hematoma. The physician took the pt back to the ER, removed the paddle temporarily, evacuated the hematoma, inserted a drain, and re-inserted the paddle lead. Following the procedure, the patient's numbness and weakness had subsided and the pt was reportedly doing well.